Event description:
During an evaluation of the device, it was discovered that the j22 connector on the processor board was damaged. There was no reported patient or user involvement and no adverse patient/user impact.